Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical service informed user to call healthcare provider if something were to happen with their mouth and went over safety data sheet (sds) information throughout the call. According to the package insert in195150c v. 3.0. Precautions: the reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.

Event description:
The consumer reported getting reagent solution inside his mouth from the binaxnow covid-19 antigen self test while opening the reagent solution with his mouth. Per the consumer, he gargled and brushed his teeth and is "doing fine: and received no medical treatment.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Sds information was provided to the consumer over the phone.